Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was programmed for an explant due to eri. During angiography externalized conductors on the rv lead were observed and the procedure was canceled and reprogrammed for extraction. On (B)(6) 2018 the device was explanted and during the extraction of the lead, the lead was destroyed and will not be returned. The patient is stable, without complications.